Manufacturer narrative:
The device was received for evaluation as well as two (2) companion samples. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The companion samples were also functionally tested with no issues noted. The reported condition was not verified in the returned samples. Three (3) photograph samples were also returned for evaluation. The returned photographs were inspected and showed evidence of plastic particulate present inside the vial. The reported condition was verified in the photographic sample. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become availed, a supplemental report will be submitted.

Event description:
It was reported that a piece of plastic was observed floating in an unspecified bottle after a solution administration set was used and was spiked into the bottle. The particulate matter was discovered while the patient was connected for therapy and during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.